Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited noise. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing was confirmed. A complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to the device. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.